Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When the exeter stem was handed in to the sterile field the inner packaging is picked out with forceps by the scrub nurse. In this instance, the plastic tab that is presented to the scrub nurse broke off from the rest of the container and the package and contents fell on the ground.